Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. The reporter stated the lancet "went full force into her finger and lancet broke off". The lancet that penetrated her finger was removed. The customer did not seek medical attention. No adverse event reported. The reporter did not provide the lot number of the device. Requested return of suspect device and replacement was sent.